Event description:
While undergoing cardiac surgery, the pt received an overinfusion of approximately 80cc of a 1:1 concentration of regular insulin over a period of approximately one hour. This occurred while the infusion device was set to deliver 1cc/hour. (There was no damage to the pt. The pt was treated with d50 and there have been no post-op complications known to the site. It is not known if the pt was diabetic, the pt was undergoing cardiac surgery. It is believed by the site, that this pump, even with proper education has a huge potential for pt harm. In that if the directions for use are not followed to the letter, then you can easily have an incident as described. It is believed to be too easy to put the pump into an uncontrolled flow because there are not enough fail-safes built into the system. The clinician stated that they observed it free flowing to the pt when the pump was correctly set-up. The MFR sent a fact sheet that illustrates how a mis-loaded pump will cause a free flow event. Fact sheets/data logs provided for review.